Event description:
On (B)(6) 2025 I applied a kroger brand band aid to a minor wound with nothing on my skin besides the band aid. The following morning (B)(6) I awoke to a severe skin reaction where the adhesive was with blistering swelling and red streaking forming. I then went to urgent care where I was diagnosed with dermatitis and cellulitis due to the adhesive. I have never experienced a reaction to any other brand band aid I have used before.